Manufacturer narrative:
(B)(4). Concomitant medical products- part: 00801803202 name: femoral head sterile product do not resterilize 12/14 taper lot: 61452283, part: 00620005222 name: shell porous with cluster holes 52 mm o.d. Lot: 61417334, part: 00625006525 name: bone scr 6.5x25 self-tap lot: 61436662 unknown trilogy liner. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a left hip revision procedure approximately six years post-implantation due to pain, and aseptic lymphocytic vasculitis-associated lesions (alval), corrosion, and metallosis symptoms.

Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following:the patient underwent initial left hip arthroplasty. The patient was revised due to pseudocapsule, necrosis, in-vivo corrosion, tissue damage, and altr. There was increasing pain and diagnosed with mechanically assisted crevice corrosion via ultrasound and hip aspiration. Large amount of joint fluid in subfascial tissue, anteriorly the iliopsoas tendon and anterior hip joint where the anterior gluteus medius detached from the anterior femur. Pseudotumor encapsulated the sciatic nerve posterior femur and anteriorly under the fascia which was removed with exception of portion lying directly on sciatic nerve. Discoloration on trunnion and head were noted consistent with corrosion and altr. Poly was yellowed and had areas of scratching consistent with reported issues. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on reported event.

Manufacturer narrative:
Stem was not explanted. Once the investigation has been completed, a follow-up MDR will be submitted.